Manufacturer narrative:
Additional information: additional information received reported the patient is a (B)(6) year old male who had their lens implanted on (B)(6) 2017. It was during this implant date that the doctor reported the patient's capsule was too fibrosed to rotate the lens to the desired axis. The patient had a lasik procedure performed rather than explanting the lens in order to correct the residual cylinder. Also, the lens was a zxt225 15.0 diopter intraocular lens (iol) with serial number (B)(4). Reportedly, the patient is doing well post-operatively to the lasik procedure. The suite number of the complaint reporter is suite 100. No additional information was provided. Date of event: (B)(6) 2017. (B)(4). If implanted, give date: (B)(6) 2017. If explanted, give date: not applicable, the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a symfony lens needs to be exchanged. No further information was provided.